Manufacturer narrative:
The data was requested for investigation but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable ise results for 2 patients' samples tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Sample 1: initial result: 164. Repeat result: 155. Sample 2: initial result: 155. Repeat result: 139. The unit of measurement was not provided.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.